Manufacturer narrative:
The device was returned and evaluated. The received device had the cannula assembly deployed. The formed needle was visible in the exposed portion of the soft cannula and was found bent at the tip of the formed needle. Fluid was able to flow through the fluid path with no signs of struggle or leakage. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted in the cannula not fully retracting after needle fire and the bend occurring at the formed needle tip. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the cannula was bent. The patient's blood glucose rose to 400 mg/dl. The pod was worn on the patient's leg between 1 and 4 hours.